Event description:
The customer contact reported the male adapter broke off in the PICC line; subsequently, the PICC line had to be replaced. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.